Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the foreign material findings do not lead to a clear conclusion about the cause of the reported event. Additionally, the adhesive around the acoustic lens chipped and cracked was: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope adhesive around the acoustic lens was chipped and cracked, foreign material in the air/water cylinder, residue and foreign material came out of the forceps channel and foreign material in the c-body. Also, debris fell inside the body. There was no patient involvement.